Event description:
Inbound. Pt. Reports another cadd tubing with lot # of 57x503 she put on friday started leaking on sunday, and she had to change out tubings again. Tubing was noted leaking through pinhole of inline filter, no further details provided. Is the product compounded: no. Is the product over-the-counter: no.